Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery would not power up the monitor. When she placed the battery on the charger, the charger told her to insert a battery. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon receipt the battery pack would not charge or power up a monitor. In addition liquid contamination was found inside of the battery pack. The cause for the battery's inability to charge or power a monitor is the contamination inside of the battery pack. The cause for the contamination is likely liquid ingress. The source for the liquid ingress cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.